Event description:
The patient was admitted for a procedure in 2008 with a 90%, de novo, flexed, slightly tortuous and highly calcified lesion in the mid to distal right coronary artery. The lesion was pre-dilated and two 3.5 x 28 mm cypher stents were implanted, overlapping each other. Coronary angiography was conducted and the overlapping section looked under-dilated. Therefore, an intravascular ultrasound was conducted and there was a fracture confirmed in the overlapping portion of the two cyphers. The physician then decided to implanted a 3.5 x 13 mm cypher in overlapping portion, inside of the initially implanted cyphers. When post-dilation was being conducted with the stent delivery system balloon, the physician confirmed a balloon rupture, as contrast was leaking from the balloon. However, the cypher was sufficiently implanted and the procedure was successfully completed. The physician commented that the stent fracture was probably due to the overlapping stents in a flexed vessel. The possible reason for the balloon rupture could have been because the cypher was caught on the struts of the initially implanted cyphers.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated MFR report numbers are 9616099-2008-02161, 9616099-2008-02162 and 9616099-2008-02163. Additional info will be submitted upon 30 days of receipt.